Event description:
It was reported that upon implant of this electrode, it exhibited high shocking impedance out of range. As a result, the electrode was removed prior to pocket closure. No adverse patient effects were reported. The electrode is not expected to be returned for analysis.